Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 260 mg/dl and 309mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/16/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states he had recently received a new truemetrix system [t00916916/(B)(4)] and ran the control solution test on it ((B)(4)) with level 3 solution ((B)(4)) and obtained a result of 334, so customer is confident with readings being produced by the truemetrix but does not trust the readings being produced by his trueresult meter, as customer ran a meter-to-meter comparison with his trueresult system and the new truemetrix system. Customer ran a blood test with the truemetrix system and obtained a result of 405 mg/dl but when he ran another blood test immediately afterwards with his trueresult system, he obtained a result of 305 mg/dl. Customer states he has been taking steroids and other medications due to x2 major surgeries he recently underwent [aortic heart valve replacement & abdominal aorta embolism removal] and his readings have been much higher than usual lately; verified customer is not concerned with the results obtained but with the meter-to-meter comparison. Customer has not had any recent changes in diet or exercise. Customer states he takes oral medication for diabetes management but does not know the exact name.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 260 mg/dl and 309mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/16/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states he had recently received a new truemetrix system [(B)(4)/mt1768] and ran the control solution test on it ((B)(4)) with level 3 solution ((B)(4)) and obtained a result of 334, so customer is confident with readings being produced by the truemetrix but does not trust the readings being produced by his trueresult meter, as customer ran a meter-to-meter comparison with his trueresult system and the new truemetrix system. Customer ran a blood test with the truemetrix system and obtained a result of 405 mg/dl but when he ran another blood test immediately afterwards with his trueresult system, he obtained a result of 305 mg/dl. Customer states he has been taking steroids and other medications due to x2 major surgeries he recently underwent [aortic heart valve replacement & abdominal aorta embolism removal] and his readings have been much higher than usual lately; verified customer is not concerned with the results obtained but with the meter-to-meter comparison. Customer has not had any recent changes in diet or exercise. Customer states he takes oral medication for diabetes management but does not know the exact name.